Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. The reported patient effect of unspecified tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported poor image resolution was due to the procedural conditions. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Due to shadowing of the device, imaging was challenging. An nt clip was inserted and placed on the mitral valve. However, after deployment, it was observed the clip tore through the anterior leaflet. For treatment, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.